Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. This is one of two products used for the same patient/procedure. Please also refer to the reports for case-(B)(4)-1/MFR. # 9616099-2018-01815 and case-(B)(4).

Event description:
The report received indicated that two (2 each) 135 cm. Powerflex pro 6 mm. X 4 cm. Balloon catheters burst. There was no reported patient injury. Additional information received indicated that both products were used for the same patient/same procedure. The products are not being returned for inspection as they were discarded. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. Another balloon catheter was used to complete the procedure after the reported product issue successfully without patient injury. Both balloon bursts occurred at nominal pressure during the initial inflations. The target lesion for the procedure was the iliac artery. The target lesion was reported to be: highly calcified. No other target lesion characteristic information was provided. No patient information was available/provided (age, gender, medical history). There was no reported difficulty removing the products from the hoops. There was no reported difficulty removing the protective balloon covers, stylets, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The devices prepped normally (i.e. Maintained negative pressure). The contrast media used was unknown. The contrast to saline ratio used was reported to be normal. It was believed that a non-cordis indeflator was used for the procedure. The same indeflator was used successfully with other devices. There was no reported resistance/friction while inserting the balloons through the rotating hemostatic valve, or while inserting the balloons through the guide catheter. There was some reported difficulty while advancing the balloon catheters through the vessel and also some slight crossing difficulty due to the lesion. The catheters were reported to have been in a slight bend. The balloons deflated normally in the normal amount of time. The balloons re-wrapped properly. The balloon catheters did not kink while being used. The balloon catheters were removed easily from the patient, vessel, etc. The products were removed intact (in one piece) from the patient. No additional information is available.

Manufacturer narrative:
The report received indicated that two 6x40mm 135 cm powerflexpro balloon catheters (bc) burst. There was no reported patient injury. Additional information received indicated that both products were used for the same patient/same procedure. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. Another balloon catheter was used to complete the procedure after the reported product issue successfully without patient injury. Both balloon bursts occurred at nominal pressure during the initial inflations. The target lesion for the procedure was the iliac artery. The target lesion was reported to be: highly calcified. No other target lesion characteristic information was provided. No patient information was available/provided (age, gender, medical history). There was no reported difficulty removing the products from the hoops. There was no reported difficulty removing the protective balloon covers, stylets, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The devices prepped normally (i.e. Maintained negative pressure). The contrast media used was unknown. The contrast to saline ratio used was reported to be normal. It was believed that a non-cordis indeflator was used for the procedure. The same indeflator was used successfully with other devices. There was no reported resistance/friction while inserting the balloons through the rotating hemostatic valve, or while inserting the balloons through the guide catheter. There was some reported difficulty while advancing the balloon catheters through the vessel and also some slight crossing difficulty due to the lesion. The catheters were reported to have been in a slight bend. The balloons deflated normally in the normal amount of time. The balloons re-wrapped properly. The balloon catheters did not kink while being used. The balloon catheters were removed easily from the patient, vessel, etc. The products were removed intact (in one piece) from the patient. No additional information is available. Case-(B)(4): the device was not returned for analysis. A device history record (DHR) review of lot 17698485 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Case-(B)(4): the device was not returned for analysis. A device history record (DHR) review of lot 17692326 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (highly calcified) may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. This is one of two products used for the same patient/procedure. Please also refer to the reports for case-(B)(4)/ 9616099-2018-01815 and case-(B)(4)/ 9616099-2018-01816.